Event description:
Patient was revised due to dislocation and loose poly cup.

Manufacturer narrative:
An event regarding due to dislocation and loosening involving a trident all poly cup-crossfire was reported. The event was not confirmed. Method & results: device evaluation could not be performed as the subject device was not returned. No medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies there has been no other event for the lot referenced. Conclusions: it was reported that patient was revised due to dislocation and loosed shell. The exact cause of the reported loosening of the shell could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient was revised due to dislocation and loose poly cup.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.